Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The analyst noted that outer insulation was breached at 9.5 cm from the connector pin. Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was non-functioning. The device had initially been reprogrammed to vvir, and the ra lead was subsequently explanted. No patient complications have been reported as a result of this event.